Manufacturer narrative:
The pump passed the functional testing. However, the pump had a corroded motor home switch. The pump had cracked battery tube threads, a reservoir tube lip, minor scratches on the display window, a missing end cap sticker, and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer called and reported the insulin pump alarmed with a motor error during priming and could not be rewound. The device was not bumped, dropped, or exposed to an electromagnetic field. Customer's blood glucose was 300 mg/dl. Customer was advised the device would need to be replaced and agreed to return the product for analysis.